Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint, as information from the reported failure date is overwritten and no activity outside of normal use is observed. Last basal delivery was on (B)(4) 2013. Suspend history shows a 2h suspend on (B)(4) 2012. Tdd observed to add up correctly and to reveal user¿s programmed basal rate. Pump powers ¿on¿ and displays ¿verify¿ screen. The unit was primed and exercised successfully. A 24h duration test was performed to the pump, no alarms or any delivery issue occurred. Force sensor calibration reading was found within the nominal values. Pump passed a 29h flow accuracy test. The unit was opened and inspected, no moisture ingress was found, the printed circuit board was inspected for intermittent condition, none was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013, reporting a hospitalization for hypoglycemia and seizure. The patient indicated experiencing a blood glucose of 51 mg/dl with shaking and foaming at the mouth. The patient reported requiring assistance of a family member who provided oral carbohydrates and called emergency services. The patient reported the paramedics arrived and tested the blood glucose at 91 mg/dl. The patient was transported to the hospital and was admitted. The patient confirmed always disconnecting from the pump before priming and confirmed not adjusting the cartridge cap while attached. The patient confirmed that the pump settings were programmed correctly at the time of the event. The patient indicated the health care provider at the hospital adjusted the basal rates and the patient has reported no hypoglycemic events since the adjustments have been made. The total daily dose history matched the basal and bolus totals. The patient indicated the pump was not being implicated in the event. The patient reported having a high stress job and was working a lot. The patient was instructed that there was nothing to indicate a pump malfunction and there was no evidence to suggest over delivery by the patient or patient error. This report is made based on the allegation that the patient was hospitalized for hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.